Event description:
The information received indicated that a pt was admitted for a carotid artery stenting procedure in the left carotid artery. The target vessel was not calcified and mildly tortuous. A 10 mm x 40 mm precise stent was deployed. The stent was not under-deployed. It was well deployed against the vessel wall. There was no difficulty removing the balloon catheter. A 5mm x 20 mm aviator plus balloon catheter was selected to post-dilate the stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The balloon catheter was being delivered, but would not advance further after it entered the proximal end of the stent ("when entered a little into the stent's proximal end"). As reported, it was possible that the balloon was caught in the stent strut. The balloon catheter was removed intact (in one piece) from the pt. A slit was observed on the balloon after the removal. The balloon was changed to a 4.5mm x 20mm submarine balloon catheter and the procedure was completed successfully. There was no pt injury. There was no difficulty or anomaly observed on the product prior to use.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.